Manufacturer narrative:
A synopsis of the testing for crrid batch 618 for sample (B)(6) using crrid lot id311 with cell lot 221707 is as follows: (B)(6). Control wells reacted as expected. Unexpected negative reactivity is noted for cells 1, 2, 3, 5, 6, 7, 9, and 12. Confirmed the reactivity of the fya and e antigen on retention capture-r ready-ID, lot id311, in manual capture, using retention capture-r ready indicator red cell, lot 221709, anti-fya (1:16 dilution), and anti-e, lot tn0034-b (1:16 dilution). Controls performed as expected and all cells tested, exhibited the expected reactivity. Retention performed as expected. A service call was made and the instrument is operating within specifications.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing patient sample (B)(6) with capture-r ready-ID on the galileo echo instrument. Sample is known to contain an anti-fya. No adverse event occurred. Testing was for validation purposes only.